Event description:
Hospital staff were cardioverting a pt using a posterior paddle accessory and successfully delivered three discharges to the pt. Coincident with the fourth attempt, an electrical arc was observed at the handle connector of the posterior paddle which ignited the pt's bedding. A nurse was able to extinguish the flames, but received a minor first degree burn. There were no adverse effects to the pt as a result of the reported event.